Event description:
This pt had a right total knee arthroplasty in 1990. She recently began having pain on ambulation, particularly climbing stairs and rising from a sitting position. Approx one prior to this admission the pt felt a "pop" in her right knee, she had immediate pain with increasing pain since that time. She presented to this facility for a revision of the right total knee. Intraoperatively, the patellar component was noted to be significantly worn. This was removed and replaced.